Event description:
Patient reported bleeding which led to high Blood glucose and bolus is used for treatment on (b)(6) 2026.

Manufacturer narrative:
Initial 1 of 5.Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 8021545.